Manufacturer narrative:
D1, d4, g4: product identifiers are unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a posterior decompression fixation. It was reported that the device was replaced with a new one because it was discovered that the screwdriver was not functioning properly prior to use for posterior re-anchoring. The screwdriver was connected to other screws, so there were no problems. This was a repeat surgery due to bilateral rod fracture and loosening of 4 screws. Long fixation to the ilium. The upper end of the fixed range is unknown. V5 cobalt chrome straight pre-cut x 2. S1 on both sides v5 x 2. Top loading of the two ballasts on both sides of the iliac. The removed implant was discarded. There was no patient symptom reported. There were no further complications reported regarding the event.